Manufacturer narrative:
The reported customer complaint was confirmed and duplicated by vyaire medical's failure analysis lab (fa lab). No screen issues were found during evaluation but a transducer fault was noted. The mainboard was replaced along with the touchscreen. The operational verification procedure was performed and passed. The vela ventilator operated to the manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.

Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. However, the customer called tech support requesting an on-site evaluation and repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen was unresponsive and a transducer fault error was showing. Furthermore, there was no patient associated with the reported event.